Event description:
Spirit combo insulin pump user reported that before dinner, her blood glucose was about 160 mg/dl. Two hours after the delivery of the after- dinner bolus, her blood glucose was about 300 mg/dl. The patient reports that she made a 3 unit bolus and this event is confirmed by the device memory. The patient thinks that the pump does not deliver the correct insulin. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.